Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the hardware was failed in the drawers. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hardware had failed. A field service engineer replaced the drawer control board and the drawer board. To isolate the issue, the fse tested the half-height drawers to determine whether drawer 3.1 or 3.2 was causing the problem. After replacing the drawer control board, it was confirmed that drawer board 3.2 was faulty and had caused the failure of the drawer control board. Both drawers 3.1 and 3.2, along with their cubies, were tested and confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.